Manufacturer narrative:
This supplemental report is to provide the laboratory results, and device evaluation results. Based on the microbiological testing conducted at an off-site laboratory, the scope tested positive for micrococcus luteus and bacillus circulans. The micrococcus luteus are not considered clinically significant and is often an environmental organism. The bacillus circulans is a common soil saprophyte that causes food poisoning and occasionally causes conjunctivitis. The organisms were recovered from the instrument and suction channel. The scope was eto sterilized by an off-site laboratory before returning to olympus. A boroscope was used to examine the internal instrument channels of the scope and found no foreign material. Additionally, there were also no signs of foreign materials found in the bending section cover, bending section cover glue, insertion tube, light guide tube and distal end cover of the device. The device passed a leak test. The cause of the patient's outcome could not be conclusively determined as there were no abnormalities found with the scope. However insufficient reprocessing cannot be ruled out. In addition, an endoscopy support specialist (ess) performed an in-service training and observed the reprocessing practices at the user facility on september 10, 2015. The ess found that the scope was not leak tested prior to manual cleaning and enzymatic is not used for manual cleaning. The customer stated they brushed the scope and then it is rinsed. The scope is not flushed with the use of a 30cc syringe during manual cleaning and high level disinfection. The high level disinfection is not being tested for efficacy each time a scope is high level disinfected. The scope is also not being flushed with alcohol prior to storage. The ess provided an in-service training to the user facility in accordance with the reprocessing manual and on-track form. The ess advised the customer to disassemble the biopsy valve for manual cleaning, high level disinfection and use detergent solution during the manual cleaning process. Additionally, the ess recommended that the site purchase a leak tester. Furthermore, the customer was advised to contact olympus regarding the high level disinfectant used and to acquire test strips as this would improve the sterility of the device. The instruction manual warns users: "medical literature reports incidents of cross-contamination resulting from improper cleaning, disinfection, and sterilization. It is strongly recommended that all individuals engaged in reprocessing closely observe all instructions given in this manual and the manual of all ancillary equipment, and have a thorough understanding of the following items: health and safety policies and procedures of your hospital. Individual cleaning, disinfection, and sterilization protocols. Structure and handling of endoscopic equipment. Safe and effective handling of pertinent chemicals."

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation and is pending investigation. As part of our investigation into this report, olympus dispatched an endoscopy support specialist (ess) to the user facility to observe their reprocessing practices. At this time the user facility has not yet scheduled a date for the in-service. The exact cause of the patient's outcome could not be conclusively determined at this time. If additional and significant information becomes available at a later time these reports will be supplemented. Cross reference: 2951238-2015-00383, 2951238-2015-00385 and 2951238-2015-00386

Event description:
Olympus was informed that four patients developed infections after undergoing a diagnostic cystoscopy procedure. The user facility reported that the scope was cleaned with an enzymatic cleaner and a high level disinfectant after every procedure. No further information was provided. Olympus followed up with the user facility to obtain additional information regarding the reported event via telephone and in writing but with no result. This is two of four reports.